Manufacturer narrative:
Service representatives adjusted the power supply and replaced system tubing and filters. Performed calibration and functional tests.

Event description:
Customer reported intermittent gas readings from the gas module ii which may have resulted in an intermittent loss of gas monitoring. No patient injury was reported.